Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a procedure. According to the complainant, while pulling the peg tube out of the abdomen, the pullwire broke. The procedure was completed with this endovive safety peg kit pull method. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of pullwire broke. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.